Event description:
Subsequent information received that a low, out of range shock impedance measurement was detected via remote monitoring system. Ts advised physician to turn on daily and weekly checks and discussed possible causes of low oor sli. Additional information from the field representative indicated that the cause of the observation was not determined and the physician is not taking any action at this time. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that during the most recent device change out procedure, it was noted that this right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 200 ohms. Once the shock vectors were changed to lead coil to device normal impedances were observed. The physician suspected a conductor issue on this lead and plans to leave implanted and programmed as is. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.